Event description:
It was reported that a malfunction alarm occurred with the pump, but no notable events happened prior to the issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided the caller with information to reset the pump, and the issue was resolved without recurrence. The customer was advised to keep using the pump and to call back if any malfunction code recurs, which the caller acknowledged and understood.